Manufacturer narrative:
Manufacturing site evaluation: investigation/evaluation of product 12067b lot code of tp01 (B)(6) 2020) showed mechanical used and worn evidence at the handle, user error, most probably root cause. The event is filed under internal karl storz complaint ID (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was a malfunction with a r12067b distending diverticuloscope. According to the information received, the weerda scope was unable to articulate/distend for use. The case was canceled due to scope not being usable. Recovered the patient from anesthesia and sent him home.